Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a tego¿ connector that reportedly leaked blood when the catheter clamp was open and the patient coughed. There was no report of human harm.

Manufacturer narrative:
Investigation summary: no d1000 product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the blood leaks through the tego and possible torn seal is due to a variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.